Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional clip delivery system referenced in b5 is filed under a separate medwatch report number.

Event description:
This is being filed to report difficult deploying the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve and during deployment, the clip would not separate from the cds upon retraction of the actuator knob. After troubleshooting, the clip became fully deployed. A second cds was advanced to the mitral valve and the clip was placed and close attention was observed with the cds shaft and clip angulation. Upon deployment, the clip would not separate from the delivery catheter upon retraction of the actuator knob. At this time, we ensured proper alignment and multiple attempts to troubleshoot but the clip would not fully deploy. It was assumed there was so much redundant [unwanted] tissue inside the clip which was adding pressure to the cds shaft. Gentle tension by retracting was applied to the cds handle and the clip was deployed. The two clips were confirmed to be stable on the leaflets reducing mr to 1-2. There was no leaflet injury noted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult or delayed activation (clip deployment) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.